Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right thoracotomy, the doctor was trying to ligate peripheral vessels and encountered the following issues with the clip applier. Clips were scissoring, clips were falling out of the device, and clips were not deploying. The doctor continued to use device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t92c84. Lot number is r9529f. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances related to the reported complaint condition were identified.